Event description:
It was reported that balloon rupture occurred. A 5.00 mm/2.0 cm/90 cm peripheral cutting balloon was advance for dilation. During the procedure, the balloon ruptured and the procedure was completed with different device. There were no patient complications as a result of this event.